Manufacturer narrative:
Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6) product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was today the pts controller was not charging for some reason. Patient went to charge the controller today and it was plugged in for over an hour and it would not do nothing. Patient tried to change to a different outlet but that did not resolve the issue. During call patient verified no damage to the controller battery compartment or to the controller battery. Pt did not have ac power cord with them to further troubleshoot charging the controller. The issue was not resolved. Patient will call back for further troubleshooting. Additional information was received from the patient. Pt called back with equipment. Agent advised to reset and plug controller to wall without lithium battery and controller would not power on to wall. Pt did not have aa batteries to try. Pt states does power on with lithium battery but did not ever charge to the wall. A replacement ac power supply cord was sent to the patient.